Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with 10 instances of this issue occurring over the last three months. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and requested a replacement, acknowledging the receipt of a 10-pack of replacement cartridges. They declined an email with links to cartridge load resources and have concerns that the pump might be defective, which were documented in a separate case.